Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was replaced during the service call. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 9800 system had a problem with the cine mode. No patient injury was reported.